Event description:
It was reported that 7 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20125882. Its been reported that they have been having issues with inability to prime the tubing. He does not have dates or specific examples.

Manufacturer narrative:
H.6. Investigation: one video was taken by the customer which verifies the customer complaint that there are issues with an inability to prime sets. No product was returned for investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 20039e lot number 20125882 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125882 regarding item #20039e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20125882. Its been reported that they have been having issues with inability to prime the tubing. He does not have dates or specific examples.